Event description:
It was reported that the patient presented in-clinic with multiple auto mode switch episodes. It was noted that atrial sensed events were occasionally falling into pvarp and the device was subsequently atrially pacing. Programming changes were made. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.